Event description:
Servo I ventilator would not pass pre-use system test in the "patient circuit test" phase. Vendor service was called and through a series of checks, the problem was isolated to the humidifier column - "concha-column" (hudson rci - teleflex ref 382-70 lot # 02j1302230). After 3 failures with 3 different items of this lot number we were advised to try another lot. The ventilator immediately passed all phases of the system test with a different lot of concha columns.